Manufacturer narrative:
The adhesive patches (clear and/or white) can cause skin irritation or allergic reaction, which is a known and anticipated potential adverse effect. Eversense user guide mentions about it under "risks and side effects". The patient was inserted with a new sensor on (B)(6) 2024. After a few days the patient began experiencing the symptoms such as itching, rash and skin peeking from using the white adhesive patches. Adhesive patches were not expired. The patient visited hcp who prescribed cortisone cream (adventan). The area got healed and the patient stopped using white adhesive patches. Patient currently uses clear adhesive patches which do not cause allergic reaction. This incident does not require any further investigation.

Event description:
Senseonics was made aware of an incident where the patient complained of allergic reactions from using white adhesive patches. The patient had symptoms such as itching, rash and skin peeling. The recent sensor was inserted on (B)(6) 2024 and the symptoms began a few days after the insertion. Exact date /time was not provided by the patient. The patient mentioned that the adhesive patches first caused itching, then a rash and finally the skin peeled off. The patient consulted hcp who prescribed cortisone cream.